Event description:
The customer reported that the cannula deployment was delayed, and that his blood glucose rose to as high as 280mg/dl. The pod was worn for less than a day.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula deployment was delayed. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.